Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press, requiring multiple attempts to activate the pump screen. Customer's blood glucose level was not impacted. Customer technical support (cts) instructed the caller on how to press the button correctly and assisted with removing the pump from its case. Despite these efforts, the issue persisted, so cts arranged for a replacement pump. The customer was advised on how to store the problematic pump before returning it with a prepaid label, which they acknowledged understanding.